Event description:
It was reported that the patient previously underwent a right shoulder replacement. Subsequently, the surgeon explanted a fracture stem hemi due to infection. No replacement devices were implanted during the explant procedure. No further information is available.